Manufacturer narrative:
The reported event could be confirmed, since the screwdriver shaft is broken as described. The device inspection revealed the following: the visual inspection has shown that the screwdriver is broken apart at the narrowed part of the shaft, the fragment is still fixed in the upper coupling part of the screwdriver. The lateral view of the fracture face shows that the material was twisted in clock-wise direction before the shaft broke. The fracture face has the typical view of a ductile overload fracture, where the applied force causes first a permanent distortion of the material with subsequent fracture. The previously described deformation of the shaft does match to this fracture pattern. In general is the in the year 2015 manufactured device in a used condition, there are wear marks at the hexagon tip visible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by applying too much force onto the screwdriver during the described turning of the compression screw. In this relation following statement of the t2 humeral nailing system operative technique can be pointed out: ¿the short tissue protection sleeve is removed and the compression screw is gently tightened utilizing the two-finger technique." If more information is provided, the case will be reassessed.

Event description:
As reported: "the driver broke off at the base while turning the compression screw with a compression driver to apply compression to the fracture. At the point, compression was sufficient, so the procedure was finished as it was."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the driver broke off at the base while turning the compression screw with a compression driver to apply compression to the fracture. At the point, compression was sufficient, so the procedure was finished as it was."